Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A revision procedure was performed and the lead was capped and surgically abandoned. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.